Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular fistula of the forearm. A 5fr mosquito introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 14 atmospheres after a duration of 60 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned device consisted of a sterling balloon catheter. The balloon was folded loosely. Microscopic and tactile inspection presented no irregularities or defects with the inner and outer shaft. Microscopic inspection of the distal tip presented no damage or irregularities. Functional testing consisted of an inflation device filled with water was connected to the hub of the catheter. The device was inflated to rated burst pressure when the balloon started to leak water. Microscopic inspection found a pinhole 1cm from the tip of the device. Inspection of the remainder of the device presented no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified antrioventricular fistula of the forearm. A 5fr mosquito introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 14 atmospheres after a duration of 60 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.